Manufacturer narrative:
Investigation of the returned fast-fix 360 devices were returned for evaluation. Visual inspection of each device confirmed no ts or suture are attached. On each device the actuator is in its t2 pre deployment position indicating a deployment of t1. (B)(4).

Event description:
During a meniscal repair both ts deployed at once. Nothing broke off in the patient. Additional devices were on hand to complete the repair. No patient injury or complications resulted.